Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported a hospitalization due to high blood glucose and diabetic ketoacidosis. The blood glucose reading was 500 mg/dl. She was not certain of any specific events leading to the incident. Nothing further was reported.